Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune instruments are damaged after cleaning, showing signs of rust.

Event description:
The attune instruments are washed on the "instruments program". This means: wash phase 1 and wash phase 2 with neodisher mediclean forte and the disinfection phase with the addition of neodisher medidry. This is as of 05-07-2021. Previously we used the same for the washing phases, neodisher mediclean forte, and in the disinfection phase with the addition of neodisher mediklar. In the period from march 29, 2021 to july 5, 2021, the attune instruments were washed on the so-called ¿eye program¿, this means washing phase 1 and washing phase 2 with neodisher mediclean forte and no agent during the disinfection phase. The following applies to sterilization; 134°c / 3 minutes. Both the washing machines and the sterilizers have recently been validated. Sterilizers comply with guideline r6103:2020. Washing machines comply with standard iso 15883-2.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device cannot confirm the allegation. However the device is found with some nicks and scratches overall the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.